Event description:
Spoke with patient's daughter and medical power of attorney, said he was experiencing a reaction to the cefepime. Patient doses cefepime around 0630 and 1830. Medical power of attorney, states around 0700 on the mornings over the weekend he was completely asleep and same thing happened this morning (B)(6) 2024, however, she couldn't get patient awake around 0800 and she says this isn't normal for him but she finally got him aroused and awake. Other abnormal effects the patient is experiencing are listed below: within an hour of antibiotics administration patient complains with headache - there is a noticeable tremor in both arms but in the left more than the right - more confusion than baseline.